Event description:
It was reported that the estimated battery level of this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased faster than expected. This device was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device data disk and recommended replacement. No adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that the estimated battery level of this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased faster than expected. This device was suspected of exhibiting premature battery depletion (pbd). Technical services (ts) analyzed device data disk and recommended replacement. No adverse patient effects were reported. According to additional information received, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported. As of today, this product has not been received for further investigation.